Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl 250.0 mg/ml; 160.62 mg/day, hydromorphone 2.0 mg/ml; 2.0849 mg/day, clonidine 120.0 mg/ml; 125.10 mg/day, bupivacaine 1.1 mg/ml; 1.1467 mg/day via an implantable pump for failed back surgery syndrome and spinal pain. It was reported the pump battery "expired". The pump was replaced. Specific patient symptoms, cause of the event, troubleshooting/diagnostics, and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.